Event description:
It was reported that the implantable cardiac defibrillator had a power on reset (por). The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The actual device was not received for evaluation. Performance data collected from the device was analyzed and revealed a power on reset (por) power on reset parameters. There was a por for a memory test on 09-dec-2011 and a patient alert for a device circuit error occurred on 9-dec-2011. The device was not returned, but diagnostic information is consistent with reported event.